Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine received the low 24 volts alert message. Event occurred before initiating treatment and there was no patient connected nor any indication of patient harm or adverse event. A fresenius (B)(4) technician inspected the system and found a burnt power supply. He determined it was caused by varying voltage. The power supply was replaced and afterwards the machine passed functionary tests and the low 24 volts alarm was able to disappear. Machine went through a rinse without any errors, passed operational tests, and was ultimately left functioning correctly. No sample was returned to the manufacturer for physical evaluation.